Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter - the article was written by omar k. Alnachoukati, keith berend, mike kolczun, roger emerson, adolf lombardi, david mauerhan, and john barrington. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, ¿persistent pain.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-00453 / 00455). Device remains implanted.

Event description:
Information was received based on review of a journal article titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states." Which aimed to examine the first long-term survivorship with a large patient sample size study in the united states looking at various aspects of the phase iii oxford design while also addressing recent advancements that can help aid the uka process and improve partial knee survivorship. A patient was identified that underwent a right partial knee arthroplasty. Patient follow-up results provided at eleven years post-implantation indicate evidence of pain. A future revision procedure has been indicated, but there has been no further information provided and the patient outcome is unknown.